Event description:
It was reported that there was aspiration issue, they were unable to aspirate catheter at (B)(6) study. The catheter was also noted to be going down from entry not up and tip was at l4. The actions planned but not yet taken included a health care professional (hcp) plans to revise, but no date was set at the time of report. The hcp may replace the entire catheter versus just replacing the spinal segment. Diagnostic testing or troubleshooting included an x-ray. The product issue was not resolved and the cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. The patient had pain and less than 50% therapy relief. The location of the issue or symptom was at an unknown location. The pump was used to infuse dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).